Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that once the ins charge level gets down to about 3/4, it seems like the ins quits functioning, as if the ins was not even that high. The patient then starts to shake more. They did increase the settings about two years ago. The healthcare provider (hcp) told the patient the ins might not work as well down the road because the patient will be getting worse and worse. No further complications were reported as a result of this event.